Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 1 year and 3 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant had lost osseointegration in type I bone. No infection was reported. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reported that nearly 1 year and 3 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant had lost osseointegration in type I bone. No infection was reported. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).